Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the distal tip of the glass cap was detached and not returned with the device. There was no indication or report of any part of the device remaining inside the patient. The fiber proximal to the fracture was confirmed to rotate (spin) independently of the metal cap. The metal cap was found to have been detached and reinserted (backwards) into the outer flow tube; burnt detritus was also observed on the metal cap. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber/glass cap was observed to rotate/"spinning", independently of the metal cap, resulting in an obscured aiming beam. The procedure was completed using a second fiber. Patient outcome: "no patient injury".